Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator shuts down intermittently. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: a power switch was returned to covidien/ medtronic¿s product analysis. A visual inspection was performed and no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs and functionality testing was performed. An investigation was performed and the product analysis technician reported that the root cause was isolated to an electronic wire inside the power switch. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This medwatch report was inadvertently submitted. The issue reported does not meet the criteria of reportability as it could not have caused or contributed to a death or serious injury. If information is provided in the future, a supplemental report will be issued.